Event description:
On (B)(6) 2024, in the pediatric surgery department, a 7-year-old patient underwent re-implantation of an adjustable polaris valve due to recalibration issues, transcutaneously replacing the previous one implanted on (B)(6) 2021. The explanted valve was connected to the distal atrial peritoneal catheter for hydrocephalus 110cm perf 23mm ref (B)(4) from sophysa laboratories.